Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, intraoperatively, while firing, the half of the cartridge spot firing suddenly stop. There was also poor staple formation. The b-shaped staple was found but could not be implanted into the tissue. The staple line was incomplete proximally. The health care professional could not find which was the factor of the error.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during totally laparoscopic distal gastrectomy, while firing, the half of the cartridge spot firing suddenly stop. There was also poor staple formation. The b-shaped staple was found but could not be implanted to the tissue. The staple line was incomplete proximally. The health care professional could not find which was the factor of the error. The reload was replaced to complete the case. There was no patient injury.